Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up) has been confirmed. Upon investigation the monitor was unable to power on. The cause of the problem was isolated to a ca board failure on ram chips u100 and u101. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent ca board connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.